Event description:
Dealer states arm on left is totally missing and arm on right has broken hardware. It was learned that the end user continued to use this mechanical wheelchair without incident. New additional information was received on (B)(4) 2012. No injury.

Manufacturer narrative:
Called and spoke with reporter on (B)(4) 2012 and it was learned initially the end user bought the chair over the internet and item was fitted to the end user over the internet. Now end user is using a new provider/dealer for servicing and or any repair. When the end user brought his wheelchair in the dealer he identified that the unit was never properly fitted. For this incident the whole side panel does not fit and was found when the end user brought the chair in for evaluation. Dealer is going to fix it since the end user has not been able to use the side and continues the need for this chair. End user could not fit the side panel in. The end user has continued to use this wheelchair without incident. Please note the new additional information received has determined the event to now be reportable. Any further information received will be provided in a follow up report.